Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed reboots on (B)(4) 2015. A visual inspection of the pump showed that the battery compartment was cracked with evidence of moisture contamination in the compartment. The returned battery cap was unable to fully tighten on to the pump; however, no power loss was observed. The pump was exercised for 24 hours with no power loss. The pump failed a leak test at the battery compartment. The pump case was removed and no evidence of moisture ingress was observed. No evidence of intermittent contact was found on the battery terminal contacts.